Event description:
Customer reports drawer on pyxis anesthesia system failed.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician investigation discovered physical item jam causing drawer to fail.